Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, bleeding at insertion site and alleged for difference between blood glucose and sensor glucose values, received change sensor alert and calibration not accepted alert. The customer reported blood glucose value of 230 mg/dl. The reported hyperglycemia was treated with bolus. The event involved products mmt-1884, mmt-7040a, mmt-431aj and mmt-342. Troubleshooting was partially performed for high blood glucose. Suggested to call healthcare professional and follow the guidelines outlined n the instruction for use, or seek medical attention and call back to troubleshoot. Troubleshooting was performed for site issues. Advised to insert sensor in a different location and monitor site. Troubleshooting was performed for difference between blood glucose and sensor glucose levels. The customer blood glucose was 230 mg/dl and sensor glucose value was 100 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 130 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-431aj. No product return is required for mmt-342.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the change sensor/bad sensor issue. No change sensor/bad sensor alerts found within 1 day of event date for this complaint. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Calibration not accepted because timestamp of bg is too far in the past or future. Sensor performed within specifications. The event is considered confirmed and it is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.